Event description:
Customer reports after using the softclix lancet device, her finger bled and she was unable to stop the bleeding. Customer states, she went to the doctor and was given antibiotics and her finger was wrapped to stop the bleeding. Requested return of suspect device and replacement was sent.